Event description:
It was reported that pt complaining of pain in her hip.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. (Establishment), which markets the devices in the us.